Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a horrendous car accident and the implantable neurostimulator (ins) was subsequently moving around at night and causing pain. The ins was located in the left upper hip. The patient thought it was shallow as well. At her last appointment, it was noted that the battery was dead. She did not know nor was she told if it depleted normally. The patient noted a soft tissue and chest/ knee injuries and hurting everywhere. She still needed a cane to walk and was not fully recovered, though the tissue had recovered. Symptoms were sudden following the car accident. The patient had a CT scan done which showed the wires were still attached and did not indicate anything further. She had not told her health care professional (hcp) about the pain/ device movement. She had a follow up appointment the week after report. She had an x-ray done prior to the accident looking at the lead placement but the patient did not know why or if there was a problem. She also had a hip replacement in the past. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Follow up is being conducted to obtain the circumstances that led to the battery depletion and the steps taken to resolve the pain and the device moving around. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their implantable neurostimulator (ins) had depleted after four years. The patient noted that they were diagnosed with congested heart failure, and were unable to get the ins replaced because of the general anesthesia. There were no further complications reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
An MRI tech reported the ins was not working for 3-4 years, was not able to clarify further. There were no further complications reported as a result of this event.